Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient¿s device had not worked in five years and they were suspecting the battery was depleted. They were redirected to follow-up with their healthcare provider (hcp) to have their ins battery checked. The patient stated that they did not have a current doctor and a list of physicians were mailed out to them. No symptoms were reported. The event date was asked, but was unknown, they just stated that it had been five years since the ins had worked. No further complications were reported/anticipated.